Event description:
It was reported that the right ventricular (rv) lead had a progressive rise in threshold. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the right ventricular (rv) lead had elevated threshold measurements. Reprogramming was done, and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.